Event description:
The customer reported that following a ptca/stent procedure on 6/10/00, a vasoseal es was deployed. On 6/14/00 the pt presented with purulent yellow drainage from the groin site. The physician reported that he attempted to deploy two different perclose devices initially to the right groin and was unable to dilate the tissue tract. Then the physician successfully deployed vasoseal es to the right groin. Groin culture results revealed "coag. Positive staph, non methacillin resistant". The pt was hospitalized and treated with IV antibiotics. No further complicatons were reported.